Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. ¿ the following fields were updated: d9, h3, h4, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope exhibited the insulation at the flex tip was broken. The event occurred during inspection for use. There were no reports of patient involvement.